Manufacturer narrative:
The associated complaint devices were not returned. A review of the attached photos does show significant wear on these devices. The devices were manufactured in 2008. A clinical evaluation was conducted and this case reports that a revision surgery was performed due to pain. The initial implantation occurred 10 years prior to the revision. During the revision the right tibial baseplate and ps tibial insert was revised. Two undated x-rays were provided and the components appear well positioned with maybe some radiolucency around the femoral component but can¿t be confirmed if loosening without the revision report. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported pain cannot be determined. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the right tibial baseplate and the ps tibial insert were revised due to pain.